Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was told by the physician that one of the leads was loose. The patient did not feel good and had been really tired. The patient was then told that the lead will be replaced. Attempts to obtain additional pertinent information were unsuccessful. All available information suggests that the system still remains in service. No adverse patient effects were reported.